Event description:
It was originally reported that the corflo peg tube had dislodged from the patient. Per additional information received 13 apr 2022, images were received that showed that the peg bumper had broken off. Per additional information received 14 apr 2022, there was no medical intervention required, however the reporter did not know if the bumper had passed through the patient naturally. The patient's current condition was described as "well." No further information has been provided at this time.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.